Manufacturer narrative:
Investigation summary one (1) photo was provided by the customer that confirms the filer vent leak received two (2) used partial. List #15339-28, primary plum set, clave secondary port, polyethylene-lined light resistant tubing, clave y-site, secure lock, 103 inch, only the drip chamber of the two (2) samples were returned for evaluation. As received the filter vent was wetted out shows signs of leaking with prior infusate. The set was leak tested per specifications and could not replicate leakage from the filter vent on the returned sample. The complaint of a leak out of the vent located on the spike of the tubing above the drip chamber can be confirmed due to the presence of fluid residuals as received filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, polyethylene-lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported total parenteral nutrition (tpn) / IV fluids leaked around and out of the vent port on the spike. There was no adverse event.